Event description:
It was reported that during testing, this device has error all laser malfunction and fault 205. There were no patient or procedure involved. Additional information received stated that no procedure was proceeded as the case was not started. This event is being reported for aborted/canceled procedure with a patient under unknown anesthesia or sedation unknown.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customer site by a field service engineer (fse). The reported device displays advisory message all lasers are malfunctioning was confirmed. Also, it was found that the shutter was defective. The shutter module was replaced, performed far alignment, added distilled water and reassembled the footswitch connector. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) was reviewed and stated that the device was installed on 10/1/2017 and this event occurred 7 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during testing, this device has error all laser malfunction and fault 205. There were no patient or procedure involved. Additional information received stated that no procedure was proceeded as the case was not started. This event is being reported for aborted/canceled procedure with a patient under unknown anesthesia or sedation unknown.